Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 9.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient experienced the infusion sets came off event on (B)(6) 2026. No further information available.